Event description:
It was reported that after one hour into treatment with a prismaflex m150 set c, an external fluid leak was observed due to a separated drain bag stopcock. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the pictures showed that the stopcock of the drain bag was disconnected. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.